Event description:
The customer reported that the system displayed a communication error, that the system would start the boot process and then shut down. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller pcb and camera were evaluated and replaced. The system was tested, found to be working as intended and returned to service.